Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and a fluoroscopy check revealed aortic insufficiency. A post balloon aortic valvuloplasty (bav) was performed with no improvement. It was reported that the valve position was optimal. The leaflets had severe calcification and the left ventricular outflow tract (lvot) had calcification. The perimeter derived 25,3 with a perimeter of approximately 79,5. Due to the aortic insufficiency and a decrease in diastolic pressure, a non-medtronic valve was implanted. The aortic insufficiency resolved and the pressure recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the aortic insufficiency was severe paravalvular leak (pvl). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code conclusion product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: procedural images were submitted to medtronic for review. The excerpt of the image subject matter expert review report follows: two video images were provided for review for the event described. No patient summary or valve load were provided for review. The first video showed the medtronic transcatheter fully deployed. There appeared to be paravalvular leak around the left coronary cusp. The valve appeared to be positioned at a depth of -1mm on the left coronary cusp. This would coincide with the paravalvular leak. It is unclear if this video is before or after the post-implant dilatation. The second video is of a non-medtronic valve inflated within the medtronic bioprosthetic valve. The reported event indicates that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and fluoroscopic inspection revealed severe paravalvular leak. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, a post-implant balloon aortic valvuloplasty was performed with no improvement. It was reported the valve position was optimal. The leaflets had severe calcification and the left ventricular outflow tract had calcification, which may have been a contributing factor for paravalvular leak. However, a conclusive cause could not be determined. Hypotension is a known potential adverse effect per the device instructions for use. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure, and the root cause of the hypotension cannot be determined. Corrected data: g.PMA / 510(k) # was inadvertently omitted from the initial medwatch report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.